Event description:
It was reported that the mid right coronary artery had mild calcification with 90% stenosis was wired with a elite and had no difficulty. The mid right coronary artery was pre-dilated with a trek 3.0x15 and a multi link 4.0x23mm was tracked into the mid right coronary artery, but the doctor felt some resistance. He had tried to push the stent to reach the center and did not cross the lesion. The physician removed this stent out from the artery without difficulty and noticed that the tip of the stent was slightly flared-up. The physician used another multi link 4.0x28 and finally implanted and deployed this stent in the lesion. The physician used a nc voyager of 4.0x12mm to post-dilate this stent to make sure the stent was well opposed to the artery wall. There was no significant impact to the patient due to a reported delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial MDR report, it has been confirmed that there was no significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent damage and loose stent were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: elite, guide cath: 6fr ebu 3.5, sheath: cordis 6fr. (B)(4) - pushed the stent delivery system against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.